Event description:
An attempt was made to advance the intravascular ultrasound (ivus) into the right coronary artery (rca) but was unsuccessful. The diamondback 360 coronary orbital atherectomy device (oad) was advanced, and treatment of a tight rca was performed. Flow was observed to be limited, the oad was removed. A pre-planned angioplasty and stent placement were performed to complete the procedure and restored flow. The patient was stable. Post procedure, it was the physician's opinion the limited flow may have been due to mixed morphology and thrombus downstream.

Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that thrombus is a potential adverse event that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).